Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2018-00847: it was reported that the patient experienced ineffective therapy. X-rays were taken and confirmed lead migration. In addition, the left lead also tested for low impedance. As a result, surgical intervention was taken to have the leads replaced. Issue was resolved.